Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event at 3:28pm, the cgm reading was 240 mg/dl and the insulin pump administered 2.51 units of insulin. Shortly after, the patient received an occlusion alarm, prompting her to change both the sensor and the pump. At 4:10pm, the cgm reading was 255 mg/dl. The pump delivered 2.97 units of insulin. At 7:50pm, while taking a nap, the patient received a high blood glucose alert from the pump. No symptoms were felt initially but she suddenly lost consciousness. A family member called an ambulance and performed a fingerstick and the blood glucose reading was 24 mg/dl. The patient could no longer remember the cgm reading at that time. The patient said that the pump was just showing "high" and she wasn't able to take note of the exact cgm reading. The patient was given three servings of apple juice and a jelly sandwich. Despite these interventions, her blood glucose did not improve, and the patient was taken to the emergency room, where she received intravenous glucose treatment. The patient was kept overnight for observation and was discharged early the following morning. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the ambulance came, the reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.